Event description:
It was reported the devices were used during an unknown procedure. It was reported on one lcs15 the alignment pin was hard to remove and jaws did not close. On another lcs15, the customer stated the device did not work right, but no one is able to state exactly what the difficulty was. On a tsw35, the customer stated the device only cut half way, then the handle crunched. There was no consequence to the patient.